Event description:
It was reported that the patient stated that the pump of his inflatable penile prosthesis (ipp) is hard as a rock. Patient services specialist gave the patient some tips and tricks, including: reboot/pull down/burp and anti-stiction; but it didn't work for him. Local sales representative was contacted in order to assist the patient. Additional information received. The patient is making an appointment with his physician.